Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. Customer also reported insulin flow block alarm. Customer explained alarm was caused by infusion set or reservoir connection issue. The customer¿s blood glucose level was 31 mmol/l at the time of the incident. Troubleshooting was performed and the customer indicated that the pump had an insulin flow block alarm and it was resolved by a complete set change. No further patient complications were reported. The product will not be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.